Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (1500 mcg at 721.25217 mcg/day) via an implanted pump. The indication for use was non-malignant pain and post-laminectomy pain. It was reported the patient had a routine intrathecal dye study "was" done on (B)(6) 2018, in preparation of pump replacement for eri. Scant csf could be aspirated and not free flowing. Isovue contrast was injected with spinal layering but CT read as epidural or subdural layering and not intrathecal. The device diagnosis was catheter dislodgement. The decision was made to replace the catheter at the time of pump replacement. The catheter was replaced on (B)(6) 2018 and returned to the manufacture. It was indicated the event was related to the device or therapy. The patient reported good pain control following the replacement and the issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6).